Manufacturer narrative:
(B)(4). Method: the pcb of the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection of the returned pcb revealed a piece of lead offcut was found vibrating on the speaker cone. The piece of metal was removed and the speaker was retested. Speaker function as intended without distortion. Conclusion: the cause of the audible alarm not functioning properly was most likely due to lead offcuts from through hole components that get into the speaker of a pcba board during pcb production. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in minnesota reported that the audible alarm of a mr850 respiratory humidifiers was not functioning properly. There was no patient involvement.

Event description:
A distributor in minnesota reported that the audible alarm of a mr850 respiratory humidifiers was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.